Event description:
A customer reported visiting the emergency room due to a diabetes-related issue while using an insulin pump and associated supplies. The lowest recorded blood glucose level during the incident was around 50 mg/dl, and there was no injury or presence of ketones. Technical support conducted a system check and found no issues with the pump; it was functioning correctly. The customer lost consciousness and was treated with IV fluids and saline, resolving the issue, and was released from the ER the same day without any identified permanent damage.